Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2014 in a pacing-dependent patient. Reportedly, the patient attended an MRI scan on (B)(6) 2020. Two weeks after, the patient felt uncomfortable and underwent dialysis. During the follow-up performed on (B)(6) 2020, loss of ventricular capture with an output at 2.0 v was observed. The ventricular capture threshold was measured at 2.25 v, though it was 0.8 v in 2019. As a result, the ventricular output was reprogrammed to 3.5 v. During the follow-up performed on (B)(6) 2020, proper ventricular capture was observed. The battery impedance was measured at 3.19 kohms on (B)(6) 2020, with an estimated residual longevity of less than 12 months. Preliminary analysis revealed that some episodes recorded in the device memory since (B)(6) 2020 showed noise on both channels, leading to atrial noise oversensing. The origin of the noise is unknown. It could have resulted from electromagnetic interferences (emi) and/or myopotentials. The observed ventricular threshold increase could have resulted from a ventricular lead dislodgement and/or patient's physiology. Nevertheless, an issue at both atrial and ventricular leads levels could not be excluded.

Event description:
The pacing system was implanted on (B)(6) 2014 in a pacing-dependent patient. Reportedly, the patient attended an MRI scan on (B)(6) 2020. Two weeks after, the patient felt uncomfortable and underwent dialysis. During the follow-up performed on (B)(6) 2020, loss of ventricular capture with an output at 2.0 v was observed. The ventricular capture threshold was measured at 2.25 v, though it was 0.8 v in 2019. As a result, the ventricular output was reprogrammed to 3.5 v. During the follow-up performed on (B)(6) 2020, proper ventricular capture was observed. The battery impedance was measured at 3.19 kohms on (B)(6) 2020, with an estimated residual longevity of less than 12 months. Preliminary analysis revealed that some episodes recorded in the device memory since (B)(6) 2020 showed noise on both channels, leading to atrial noise oversensing. The origin of the noise is unknown. It could have resulted from electromagnetic interferences (emi) and/or myopotentials. The observed ventricular threshold increase could have resulted from a ventricular lead dislodgement and/or patient's physiology. Nevertheless, an issue at both atrial and ventricular leads levels could not be excluded.

Manufacturer narrative:
Attending an MRI scan may lead to warming of the device can and lead contact electrodes, which may damage the adjacent tissues. This could result in atrial and ventricular thresholds increase in some cases.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2014 in a pacing-dependent patient. Reportedly, the patient attended an MRI scan on (B)(6) 2020. Two weeks after, the patient felt uncomfortable and underwent dialysis. During the follow-up performed on (B)(6) 2020, loss of ventricular capture with an output at 2.0 v was observed. The ventricular capture threshold was measured at 2.25 v, though it was 0.8 v in 2019. As a result, the ventricular output was reprogrammed to 3.5 v. During the follow-up performed on (B)(6) 2020, proper ventricular capture was observed. The battery impedance was measured at 3.19 kohms on 29 december 2020, with an estimated residual longevity of less than 12 months. Preliminary analysis revealed that some episodes recorded in the device memory since 26 november 2020 showed noise on both channels, leading to atrial noise oversensing. The origin of the noise is unknown. It could have resulted from electromagnetic interferences (emi) and/or myopotentials. The observed ventricular threshold increase could have resulted from a ventricular lead dislodgement and/or patient¿s physiology. Nevertheless, an issue at both atrial and ventricular leads levels could not be excluded.